Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she had sensor error, calibration and sensor glucose and blood glucose differences. Customer's blood glucose was 124 mg/dl. After troubleshooting was done, customer was advised that the sensor is bend and properly positioned in his interstitial fluid. The customer was advised that the sensor glucose versus blood glucose readings were off because of the sensor is bent.